Manufacturer narrative:
A visual examination of the device found all 7 bands remaining on the ligator head; four were partially deployed, two were fully seated, and one was broken and being held in place by the partially deployed bands. The ligator teeth were found to be bent and damaged. The trip wire had been cinched into the handle. The trip wire was also wound around the handle spool several times, indicating handle was rotated several times to deploy the bands. Failure to tighten the trip wire could ultimately impact the deployment activity of the bands. If slack was present in the tripwire during the procedure, it could cause the thread to move over the ligator teeth without deploying the bands properly and damaging the ligator head teeth, as found with this device. It cannot be confirmed that the trip wire was not secured properly during use; therefore, the most probable root cause was not able to be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed to control bleeding in the gi tract on (B)(6) 2013. According to the complainant, during the procedure, the bands would not deploy. The device was removed from the patient and noted to have one band broken and wrapped around the remaining six bands. According to the complainant, no additional information is available regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(4) 2013, indicated that there were no patient complications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed to control bleeding in the gi tract on (B)(6) 2013. According to the complainant, during the procedure, the bands would not deploy. The device was removed from the patient and noted to have one band broken and wrapped around the remaining six bands. According to the complainant, no additional information is available regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.